Manufacturer narrative:
Section d9 device available for evaluation "yes" returned on jun 7, 2021. Device evaluation: one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned products did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4): a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface that was being used for the left (os) operative eye. This customer does not know if this was discovered during patient contact. There was no patient harm and no medical intervention needed. The procedure was completed successfully.